Event description:
The report stated that the device would not open after sealing during a hysterectomy. The device was pulled from the tissue resulting in some bleeding. Post-operatively, the device was cleaned and opened with no problems. There was no pt injury.

Manufacturer narrative:
(B) (4). (B) (4). A visual examination of the incident device revealed no damage. The cord was cut off and not returned so no functional testing could be completed. When the sample was latched closed, the jaws aligned properly to each other and opened and closed normally. The device was tested for knife function with acceptable results. Tests for jaw gap and jaw splay were within the allowed range. Covidien lp (formerly valleylab) provides an online bulletin to inform customers how to avoid tissue buildup that can lead to sticking. This bulletin reiterates info provided in the IFU which states that if the jaws are not cleaned as instructed, eschar can build up and cause the jaws to stick to the sealed tissue. This can lead to difficulty in opening and closing the device. Additionally, turning the rotation wheel while the handle is fully closed can cause the jaws to lock shut. There is a notice in the IFU that states, "do not turn the rotation wheel when the handle is latched. Product damage may occur. The jaws may lock in the closed position."